Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) connector is broken, and the cable inside the unit needs to be replaced. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : analysis confirmed customer comment. Output connector assembly is broken. Output connector nut is missing. Hanger o-ring and screw are missing. Upper case is cracked at boss. Display wire insulation is pinched, wire insulation not compromised. Evidence of non-medtronic person disassembling and reassembling. Hanger assembly, plugs, and case screws are inside device. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.